Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the illuminator was showing an error. The fse replaced the illuminator, and the system was tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The illuminator failed to turn on, showing an error 297.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer heard a loud pop sound. The customer informed the light went out in the illuminator. The surgeon elected to convert to laparoscopy prior to contacting intuitive surgical, inc. (Isi) technical support. An isi technical support engineer (tse) reviewed the system logs, which revealed an error 48238, pointing to the illuminator. Tse showed the customer where the lamp module was located and recommended replacement. The procedure was converted to a laparoscopic procedure with no reported injury.